Manufacturer narrative:
Evaluation summary: the product was not returned. The lot number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issues. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is experiencing glare/light shadows and halos. Additional information was provided by the consumer, who reported that she had glare in her eyes prior to surgery but she thought it would go away after the surgery and it did not. She also reported that her near vision has improved but her far vision has not. She did have a second opinion and the doctor stated the surgery looks perfect but the lenses have ridges. She stated that the doctor said she can either have surgery again or live with it. No further information is expected as the consumer does not want the surgeon to be contacted. There are two medical device reports associated with this consumer. This report is for the right eye.